Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and noted that prior to the customer performing quarterly maintenance on the architect c16000 analyzer, no result or instrument issues were noted. The fse performed significant troubleshooting on the analyzer and replaced many of the hardware items the customer had replaced during the quarterly maintenance procedure. Subsequent instrument operations and test results were acceptable. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of the analyzer's service history found no further issues with this analyzer. The architect system operations manual and the architect c16000 service and support manual provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed by the fse through standard troubleshooting and preventive maintenance procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports falsely elevated potassium assay results being generated on an architect c16000 analyzer. Initial results as high as 7.7 mmol/l are generated that retest back within the laboratory's normal reference range of 3.5-5.6 mmol/l. The samples were also tested on a second architect platform in their lab and generated results within the normal reference range. Eight samples out of 60 were affected (sids 0094254, 0094247, 2512587, 2450939, 2450940, 2450942, 2451017 and 2450468). No specific results or patient information was provided by the customer. A service call was initiated. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.